Event description:
It was reported that during shock delivery, this right ventricular (rv) lead had a shock lead impedance that was greater than 125 ohms. The device could not convert the rhythm and therapy was exhausted. It was thought that the lead was the reason the rhythm could not convert. The rhythm spontaneously converted, one minute after the last shock. This lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.